Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On(B)(6) 2017 the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with vomiting and large ketones. The patient was taken to the emergency room and treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box showed one unexpected power on reset alarm that was recorded after an occlusion alarm with high force, and several occlusion alarms followed by resumed deliveries. No damage was found to the battery compartment. The battery cap was not returned. No moisture/corrosion was found in the battery compartment. A test battery cap attached securely to the pump with no visible yellow o-ring. The pump powered on to the verify screen with auditory and vibratory alarms. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power on reset¿s or alarms were duplicated. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).